Event description:
As reported, in early 2009, this patient underwent endovascular repair using gore excluder aaa endoprosthesis trunk ipsilateral leg component. During the procedure, the device was inadvertently pushed proximally by the gore introducer sheath, landing in the descending thoracic aorta and unintentionally covering the renal, superior mesenteric, and celiac arteries. The physician implanted a nitinol stent between the proximal end of the device and the thoracic aorta, and then performed an aorto-bi-femoral bypass and a femoral-popliteal artery bypass. Several days post-operatively, the patient underwent surgery for colon ischemia. On an unknown date, the patient expired due to hepatic failure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please reference medwatch 2017233-2009-00077 for the gore introducer sheath.